Manufacturer narrative:
The device has been received by this MFR, however, the investigation has not been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corp on jun 4, 2009, that a c.r.e balloon dilatation catheter device was used during an esophageal dilatation procedure performed on (B)(6) 2009. According to the complainant, the balloon burst at 6atm during the procedure. No detachment was reported. The procedure was completed with another c.r.e balloon dilatation catheter device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.